Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that, about two weeks prior to this report, the patient had a home infusion nurse go to their home to fill the pump with fentanyl, but they could not get the needle into the port. They did an x-ray to see if the pump had been dislodged and the x-ray showed that the pump was fine. The neurosurgeon told the nurse that there was no reason for the nurse not be able to fill it. Per the patient, the pump would "run out" on (B)(6) 2025. Patient services reviewed that the pump would alarm at low reservoir and empty reservoir. The patient was redirected to their healthcare provider (hcp) to further address the pump refill issue. Additional information received on indicated that the nurse filling the patients pump found that it was giving uncommanded boluses on top of the patient's daily regimen of boluses. The nurse said that was "a dangerous condition". Per the patient, the nurse was "terminated for some reason or went to a different job". Since "last april", the patient had not received a single bolus because the 2025-07-21 patient was told it could be life threatening to use the bolus on their pump. Per the patient, no one had been able to get anything done about it. The patient's next step was to "get a stack of lawyers". Thepatient's last bolus was in april and their pain control was "out of whack". The patient loved the pump when it worked perfectly, the pump was "running amok" and they thought they needed to have it taken out and go back on oral medication because they believed the pump was "deadly". Per the patient, they "love the unit" but, because it was giving uncommanded boluses, they needed someone to help them. When asked for managing physician information, the patient stated that they had someone in palliative care and didn't know how that doctor got them. This doctor had been treating the patient for a long time for various conditions. Per the patient, they tried getting help but nobody wanted to replace the pump because the nurse was gone and that nurse is the one that diagnosed the issue. Physician listings were provided to the patient.